Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a captiflex micro-oval snare was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, the snare loop was closed around the target polyp, but the device failed to transmit current. The device was removed from the patient for inspection, at which time the loop failed to extend. It was further noted that the handle cannula was bent. The procedure was completed with another captiflex micro-oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reportable event of wire loop unable to cauterize. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a captiflex micro-oval snare was used during a colonoscopy procedure on (B)(6) 2012. According to the complainant, the snare loop was closed around the target polyp, but the device failed to transmit current. The device was removed from the patient for inspection, at which time the loop failed to extend. It was further noted that the handle cannula was bent. The procedure was completed with another captiflex micro-oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the handle cannula to be bent. The catheter was inspected and a pronounced kink was found near to the handle, as well as a scrape inside the catheter near to the handle. Functional testing could not be performed due to the fact that the handle cannula was bent. The resistance test was performed on the complaint device and the device was found to be within manufacturing specifications. The complaint was not confirmed as the device was able to pass the resistance test. The reported defect of handle cannula bent, however, was confirmed. It is likely that manipulation of the device during the procedure produced the kink found near the handle, causing resistance during subsequent attempts to actuate the device. This resistance can cause the handle cannula to bend and also scrape against the inside of the sheath, which is consistent with the damage found. As it is likely that anatomical/procedural factors further limited the performance of the device, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.